Event description:
It was reported from australia that during an insertion of cochlear implant surgical procedure, it was observed that the irrigation tubing had a continued flowing of irrigation fluid. It was further clarified that when the user stopped drilling, it was observed that irrigation continued to flow. According to the reporter, there seemed to have been an ¿issue with the irrigation tubing after flow¿ once the user stepped off the foot pedal clamping off tubing. The reporter indicated the user clamped off the tubing in the middle of the thick portion of the tubing. There were no delays to the scheduled surgical procedure as an identical spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). The device has not been returned as this is a single-use device; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual tubing was not returned for evaluation. However, the physical compact disk (cd) of the video related to the event was returned. Reliability engineering evaluated the video. It appeared that the tubing was not primed properly, causing a buildup of pressure in the line. So when the foot pedal was not depressed, the fluid in front of the air bubble released. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to user error/misuse and /or abuse. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.